Event description:
According to the customer, on 3/25/26, the bed motor blew apart while the head section of the bed was being raised to give his son a drink, at which time a loud bang was heard. The customer reported that plastic pieces from the motor scattered and that he sustained a cut to his leg. The customer reported that no medical attention was sought and a bandage was applied. The customer further reported that a previous bed experienced the same issue. However, the previous incident did not involve a medline bed. No additional information is available at this time.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had read write errors. A field service engineer replaced the row board cable, and upon removing the back panel discovered the drawer pixie bus cable had a bare wire spot touching metal, likely causing the issue, so the cable was replaced. The system functioned as intended after the field service engineer repaired the device.